Event description:
It was reported via clinic notes that the patient's device was showing high impedance and the battery life was low. The patient was referred for a full revision surgery to address the high impedance and low battery. The physician stated the patient fell in (B)(6) which could have contributed to the high impedance however this was not confirmed. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Generator analysis was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the device data logs the first occurrence of high impedance on the patient's device was earlier than previously reported. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
Information was received that the patient's lead and generator were replaced due to high impedance. Only the generator was returned for analysis however analysis has not been completed to date.